Event description:
The user facility reported to terumo cardiovascular systems that out of box, the shunt sensor leaked buffer fluid. The product was changed out. No pt involvement as this occurred out of box.

Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. The unit was pressurized and found to leak at the thermowell. It is most likely that the unit was on the lower side of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The unit was sufficiently cured and sealed to pass through the 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. A review of the device history record revealed no anomalies. (B)(4).